Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 8f sheath after an interventional procedure to treat popliteal restenosis. The proglide marker lumen was flushed during preparation. Reportedly, the proglide was entered into the vessel with antegrade access. The antegrade access was "quite a challenge" due to obesity. When the device was positioned in the vessel, there was no blood flow coming from the marker lumen even after flushing again and advancing the device further in the vessel. Manual arterial compression was applied to achieve hemostasis. During the process, the patient experienced fatigue and was diagnosed with low blood pressure (reportedly not due to the proglide device). The low blood pressure was treated with sodium chloride. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: removed device code 2017. H6: removed result code 114 and conclusion code 18.